Event description:
It was reported that the target lesion was a highly tortuous and calcified lesion in the mid left main. During placement of the xience prime 3.5 x 38 mm stent, a dissection occurred. Another stent (unspecified) was implanted to cover the dissection. No adverse patient sequela was reported. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.